Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 67 hours of extended bench testing at the customer's settings. The device passed troubleshooting final test, which includes oxygen blender tests. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1000 experienced a oxygen leak while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.